Event description:
Case report of pseudomonas keratitis from eye & contact lens. Pt reported to office with 2 day history of ocular pain, redness, and photophobia in the left eye. Pt had worn night & day contact lenses continuously for 26 days before symptoms & had used sauflon 7 multipurpose soluton as a wetting solution. Pt reported history of water jet skiing and diving while wearing their contact lenses 1 week earlier and had stopped wearing lenses after experiencing ocular smptoms. Ecp diagnosed corneal ulcer in the left eye measuring 1.2x 1.5 mm, with underlying stromal infitrate at 2:00 midperiphery. There was conjunctival injection and anterior chamber activity of 2+ cells without hypopyon. Scraping and culture was performed and was positive for pseudomonas aeruginosa. Treatment was fortified topical cefazolin and gentamicin for 1 week then topical ciprofloxacin. Eye resolved with corneal deficit secondary to stromal scarring.